Event description:
The stent came off the stent delivery system (sds). It is unk when the stent became dislodged; however, the sds appeared used and the stent struts were flared. There was no report of intervention to remove the stent, and based on the appearance of the stent, the stent had not been snared. There were no pt effects reported.